Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's garment was too tight and was hurting his shoulder. It was reported that the patient's nurse gave him some aspirin. The patient was also fit in larger sized garments. The patient's medical outcome is unknown.